Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, the patient experienced syncope and was found by the spouse who called 911. The cgm was reading 118 mg/dl and the blood glucose reading was 29 mg/dl by emergency medical service (ems). The patient was treated in the emergency department (ed) self-treated with medication to make his blood sugar go up and IV fluid and recovered after treatment. He was discharged after 5 hours with bg 380 mg/dl. There was no documentation of symptoms or treatment of rebound hyperglycemia. There was no documentation of further medical evaluation or intervention. The patient was fine during the call. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.